Manufacturer narrative:
No UDI information is available, the device serial number is unknown. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer representative informed about the event related to the clip sling. The patient was lying on a concerto and was being transferred to a wheelchair using a maxi sky 2 ceiling lift. When the patient was approximately 30 cm above the concerto, the caregiver heard an unusual sound and observed that the patient was hanging abnormally in the sling used with the lift. The caregiver immediately lowered the patient back onto the concerto. Upon inspection, it was noted that the sling clip cracked. No injury occurred. The photographic evidence provided confirmed the sling clip malfunction; the clip was cracked. Based on the facility¿s documentation, the sling was approximately 11 years old. The product label was no longer present. The lift evaluation did not identify any malfunction.